Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level, as the specific value was unknown or not disclosed. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur, allowing the customer to continue using the pump. Customer was instructed to call back if the malfunction code recurs and acknowledged the instructions given.